Manufacturer narrative:
Final analysis found that the device was above eri at the time of explant and there was no detection of bpa. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was prophylactically explanted and replaced due to advisory. The patient condition is unknown.